Event description:
Surgeon needed to revise existing acetabular shell, liner and femoral head. Acetabular insert catalog # 623-10-32f was inserted and femoral head 6260-9-032 was also implanted.

Manufacturer narrative:
The sales rep indicated that he did not know the reason for revision. The additional devices listed in this report are: cat # 6302-1-058, lot # iafm, description: vitalock cluster shell 58mm; cat # 6260-5-028, lot # capzj, description: 28mm -4 v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding revision of a system 12 insert was confirmed. Material analysis indicated "no material or manufacturing defects were observed on the system 12 insert." Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. The reported event did not indicate a reason for the reported revision, however return of the device confirmed the reported revision. Material analysis indicated "no material or manufacturing defects were observed on the system 12 insert." The root cause of the revision could not be determined with the limited information provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon needed to revise existing acetabular shell, liner and femoral head. Acetabular insert catalog # 623-10-32f was inserted and femoral head 6260-9-032 was also implanted.